Event description:
This report is based on information provided by philips field service engineers (fse) and remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100 indicating a power supply error message. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.